Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the pre-use checkout verifies the battery function. When unit switches to battery, it notifies the user. If battery is depleted, ventilation of the patient can continue in manual mode. This is a use error (the battery was over 3 years). Therefore, there was no reportable malfunction.